Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was experiencing a flash memory power on self test error code. There was no patient involvement. There were no reported adverse events.

Manufacturer narrative:
The previous report was filed in error as the device's malfunction would not likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
The previous report was filed in error.